Event description:
The following information was reported: per the physician the balloon lost pressure when he began to shuttle down. Extra pressure was not applied during the shuttling process and no calcium was visible by the angio. Manual pressure was held for 15 minutes and hemostasis was obtained. The patient was not hospitalized. Procedure type: intervention vessel type: peripheral vessel size: 7 mm stick location: medium sheath size: 6f. Additional information: during prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Unusual force was not applied while shuttling down.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4). Note: pi number is unknown as the lot number was not provided.